Manufacturer narrative:
Device passed displacement test and self test. No e/a alarm noted during testing. However, pump error 63 confirmed in device history with variable due to broken trace at pin keypad assembly. Device received with cracked case on the back at the battery tube area, and battery tube threads. Device received with cracked keypad overlay at select button, and damaged serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error's. Customer's blood glucose value was 10.7 mmol/l. The customer states that they were able to clear alarm. The customer states they were able to rewind the insulin pump. The customer stated that fill cannula was not recorded in the daily history. The customer was advised to revert to back up plan. The device will be returned for analysis.